Manufacturer narrative:
Follow-up #1: date of submission 02/24/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/06/2017 with the following findings: the pump history shows the following boluses were manually programmed and fully delivered. The pump history shows the boluses were manually programmed and fully delivered. The pump was exercised for 24 hours; no unprogrammed boluses were delivered or recorded in the pump history during this time. No hypersensitive or stuck keys were observed on keypad. Manually performed a 10u normal bolus and a 10u audio bolus successfully and both were accurately recorded in the pump history. Unable to duplicate the complaint.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue) issue; boluses appear in the bolus history that the user claims they did not program. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.